Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose of 48 mg/dl. Customer stated her blood glucose went lo due to working out; she ate to treat. Customer stated that she could not log into her carelink account and she is not able to upload data to her computer because the usb does not fit. Customer will buy a connector. Nothing further reported.